Event description:
The reporter did a blood glucose test and got a result of 334 mg/dl. Doubting the result, she retested, using her other hand, and got a result of 141 mg/dl. Testing a third time, switching hands again, resulted in 180 mg/dl. Tests were done within 10 minutes. There were no symptoms. A control solution test was within range 132 (96-143).